Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at a depth of 5 and 10, resulting in moderate to severe paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed with slight improvement in the pvl. Subsequently, a second transcatheter bioprosthetic valve was implanted 6mm higher than the first valve resulting in mild-moderate pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.